Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: if other specify, imdrf annex a, g, b, c and d codes. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device receiving an error message of a ¿patient side occlusion". The customer originally thought it might be due to the size of the syringe or pressure of the syringe. So they added the same amount to a 3 ml syringe and then didn¿t get the error. There was patient involvement but impact is unknown. Customer reported they typically deliver medication with small volumes by pushing the drug into the line and program the flush as the medication to deliver the medication in the line. Recently when customer tried to deliver a small volume in a bd 1 ml syringe, they were getting occlusion alarms. Bd clinical practice consultant provided education and trouble shooting around the issue. Customer to address their workflow.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device receiving an error message of a ¿patient side occlusion". The customer originally thought it might be due to the size of the syringe or pressure of the syringe. So they added the same amount to a 3 ml syringe and then didn¿t get the error. There was patient involvement but impact is unknown.